Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that a 12.6 mm vticm5_12.6 implantable collamer lens of -11.5/1.0/094 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2022. On (B)(6) 2023 the lens was exchanged for a shorter length lens due to excessive vault. This exchanged resolved the problem. Cause of event was the device.